Manufacturer narrative:
Integra has completed their internal investigation. Results: evaluation of returned device; one of the wire is broken under the forceps tube. A thorough observation of the breakage area did not highlighted material or manufacturing defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family non-dismountable bipolar forceps for the past 12 months is (B)(4) complaints /product uses. (B)(4). Conclusion: the origin of the breakage is difficult to identified. This device was manufactured on nov1996 with last maintenance on dec2009. No maintenance was performed by the integra microfrance service and repair since 2009. The age of the instrument and the lack of maintenance let reasonably conclude that this event is not attributable to integra (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws of the forceps stayed stuck and when the jaws were opened, half part of the tip fell into the surgical site. The broken part was removed and the surgery went ahead as planned with a replacement forceps. No patient injury was reported and the event lead to 15 minutes surgical delay with no consequences for the patient.